Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer would change out all of their pump supplies in order to resolve the occlusion alarms. The customer experienced an elevated blood glucose (bg) level of 660mg/dl caused by occlusion alarms. The customer delivered correction boluses to address the bg level but was hospitalized due to the bg levels remaining high. The customer was treated by an intravenous insulin drip and manual injections while in the hospital. The customer was released from the hospital three days later.